Event description:
Complainant alleged that during in svc training by a zoll sales rep, the device inappropriately powered off when battery was installed. Complainant indicated that there was no pt involvement in the reported failure.